Manufacturer narrative:
Retainer ring = black. Customer complained on 12/28/2021 the pump alarmed insulin flow blocked. Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thus. Confirmed pump alarmed 66 insulin flow blocked alarms between 12/12/2021 4:07:00 am and 12/28/2021 8:33:36 am in the pump downloaded history. Found moisture damage to the pcb1 board during visual inspection. No moisture damage noted the motor assembly per visual inspection. The following were noted during visual inspection: corroded electronic assemblies, scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. No unexpected insulin flow blocked alarms noted during testing. However, confirmed pump alarmed 66 insulin flow blocked alarms between 12/12/2021 4:07:00 am and 12/28/2021 8:33:36 am in the pump downloaded history. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated insulin pump had recurring insulin flow block alarm. Customer reported insulin pump had insulin flow block with no reservoir inside the pump. Troubleshooting was performed. Customer had tried all recommended troubleshooting but issue not got resolved. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.